Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left side. The non-totally occluded, 32 x 3.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified, mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation with 3.0x20 nc emerge balloon catheter, a 32 x 3.50 rebel stent was advanced, but failed to cross the lesion. The stent and delivery system were removed as a whole but the stent was found detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.